Event description:
It was reported to philips that the system was unable to power on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering on. Upon troubleshooting fse found that the power supply was unstable; the 230v output on the rear of the m cabinet was not outputting stably. The mpd control unit was returned to philips for further analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. To resolve this issue, fse replaced mpd (main power distribution) control unit. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.